Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 30" (76 cm) 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿; 5 units where the customer reported a leak was where the tubing bonds to the chemolock cl2000s. The patient reported seeing dripping towards the end of the infusion, the nurse reported it to the pharmacy and she saw it as well and cleaned the area according to their spill policy. A spill kit was used. The estimated amount of spill was 3ml of irinotecan 25021-230-05, dose was 330 mg. The staff or patient did not require medical attention. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation 6/6/2024. One (1) used unit. List #cl4146-5, 30" (76 cm) 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿; 1 unit; lot #unknown. One (1) used. List #unknown, ICU medical 0.9% sodium chloride injection, usp 500 ml intravenous bag with irinotecan; lot #1015219. Confirmed customer complaint of leaking. Probable cause luer connection not fully engaged before solvent bond. Also received five (5) new. List #cl4146-5, 30" (76 cm) 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿; 5 units; lot #13527640. All 5 were tested and meet manufacture specifications. The lot history of the provided new devices was reviewed, no nonconformities were identified that may have contributed to the reported complaint.